Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a matrixmandible screw self-tapping was found to have a filing that came off when trying to implant into the patient during an unknown procedure on (B)(6) 2019. The item was removed and kept for investigation and another product was opened. The screw was obviously not scrutinized as the metal filing was obvious upon lifting the screw for implantation. It was unknown if there was a surgical delay and an adverse event to the patient reported. This report is for one (1) 2.0mm ti matrix mandible screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: rescind h11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. (Sent to re-evaluate because this complaint needs to be voided. This is confirmed to be a duplicate of (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.